Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with a "shot"; nature of shot was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.